Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen on (B)(6) 2020 and (B)(6) 2021 with coolsculpting cooladvantage and presented with pah. Diagnosed with pah on (B)(6) 2022 by medical doctor.

Manufacturer narrative:
H11 corrected data: a2 b3 b7 d1 g1 h6

Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen on (B)(6)2020 and (B)(6)2021 with coolsculpting cooladvantage and presented with pah. Diagnosed with pah on (B)(6)2022 by medical doctor.